Event description:
This is a case that was reported on the 30 march 2010 to baxter healthcare. It was reported that the customer came across an issue with the ap ii pump ambulatory when reviewing a patient on the ward.on initial inspection, the pump read the following: a 3.7mls used, 7 injections 9 attempts, 14.5mls total volume given. When the event history log was reviewed, the patient had in fact used more than 3.7mls and pressed it approx 25 times the patient stated there had been a problem with the line and that the nurse had connected it to another cannula at approx 7:00 am. The nursing documentation was completed up till -07.00 hours and stated the patient had used 13.9mls. When I came to review the patient at 08.40, the machine read 3.7mls.it is unknown what cause the problem with the readings.

Manufacturer narrative:
(B)(4).there is not a 510k number for this device since this is a non-united states pump. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.